Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing diaghragmatic stimulation. Additional information was received reporting that the ventricular lead had dislodged. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.